Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was making weird noised during prime, and sounded like the motor was stressing and no insulin was coming out. It was reported that insulin was squirting out. The customer's blood glucose level was reported to be 441mg/dl. Troubleshoot was reported to be conducted, and motor error alarm was noted. It was reported that the pump would be replaced and returned for analysis.